Manufacturer narrative:
Details of complaint: the customer reported that this unit does not display ECG data on any leads despite trying new lead cables. The issue was discovered during setup. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. The evaluation revealed previous fluid exposure in the ECG socket. Malfunction was confirmed as the device only displayed one waveform when testing six leads. The root cause of the issue was determined to be failure of the ECG socket of the rear case. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 11/25/2025 I called tammy to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for tammy to call me back with this information. Attempt # 3: 12/01/2025 I called tammy to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for tammy to call me back with this information. Additional information: b4 date of this report. D9 is this device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this unit does not display ECG data on any leads despite trying new lead cables. The issue was discovered during setup. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this unit does not display ECG data on any leads despite trying new lead cables. The issue was discovered during setup. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 11/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this unit does not display ECG data on any leads despite trying new lead cables. The issue was discovered during setup. The unit was not in patient use at the time.